Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported that since they had received the new ptm (personal therapy manager) it was taking a long time to connect to the pump; it gets stuck at 90% and then takes 5 mins to deliver the bolus. The patient stated they get 3 bolus a day. The patient was assisted with closing apps, resetting the handset and the communicator and clearing the data. The patient was able to connect to pump very fast.